Manufacturer narrative:
The complaint cannot be verified due to handling error. E4 errors were found in the history, and the e4 errors were not cleared according to the user guide. The e4 occurs (occlusion) if the force, measured by the force sensor, is too high. This is not a malfunction of the insulin pump. The occlusion limits were tested successfully. The delivery accuracy of the insulin pump was tested within the pump drive test on the diagnostic test system and meets the specifications. A free flow and tightness test was performed on retention infusion set samples without finding any abnormalities. The investigation of production documents did not show any deviation related to the complaint reason.

Manufacturer narrative:
The event occurred in (B)(6).

Event description:
Reporter stated the patient has experienced hyperglycemia of up to 28 mmol/l (504 mg/dl) since (B)(6) 2014, and insulin has been delivered via syringe and the infusion device as treatment. The infusion device displayed an e4 occlusion error at 3:00 am on (B)(6) 2014, and his blood glucose was 25 mmol/l (450 mg/dl). His mother delivered 3.0 iu of insulin via syringe and changed the infusion set and cartridge. His blood glucose decreased to 6.0 mmol/l (108 mg/dl) at 8:30 am. The patient's mother and diabetes specialist believe the insulin delivery of the infusion device is inaccurate. The alleged cartridge was discarded. The infusion device was requested for evaluation.